Manufacturer narrative:
Product analysis: the hanger assembly was confirmed to be broken. The display and battery wires were found to be pinched. Display wire insulation was compromised, battery wire insulation was intact. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken hanger. The epg was returned for service. There was no patient involvement. The epg tested out of specification during analysis.